Manufacturer narrative:
Complaint no: (B)(4). Synovis has elected to submit MDR's related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record could not be reviewed as the lot number is unknown. No additional information is available at this time.

Event description:
An end-to-end anastomosis was attempted between the left pap vein and the left internal mammary vein using a 2.0mm gem microvascular anastomotic coupler. Once the coupler was closed it was noted that prongs of the coupler were mismatched so that half of the prongs were on the outside of the coupler. The coupler device was presumed to be defective, so the vein was removed from the device, and another 2.0mm venous coupler was obtained. The medial vein on the left pap flap was anastomosed successfully with another 2.0mm coupler. No adverse patient outcome was reported.